Event description:
Philips received a complaint on the xl device indicating there was ECG wave interference. There was no harm to the patient or user. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that the electrode plate needs to be repositioned, which was completed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the positioning of the electrode plate. The reported problem was confirmed. The fse repositioned the electrode plate to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the xl device indicating there was ECG wave interference. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that the electrode plate needs to be repositioned, which was completed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was use error. The reported problem was confirmed. The customer was provided training. The fse repositioned the electrode plate to resolve the issue. It has been concluded that no further action is required at this time.